Manufacturer narrative:
The investigation for the access site bleed and vascular damage has been completed. No product was returned for evaluation. Clinical details noted that patient was bleeding from multiple sites while on support. Additionally, bleeding at access site was managed with blood products and pressure dressings. The root cause of the access site bleeding - major was most likely patient condition related as bleeding was occurring at multiple sites. The failure mode of "vascular damage - peripheral vessel" was removed as no explicit mention of vessel damage occurred at the access site and since the pump was inserted via axillary artery, the abdominal bleeding is not related to the impella.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a 56-year-old female patient in a cardiogenic shock (cgs) was implanted with an impella 5.5 device for mechanical circulatory support. While on support, bleeding was noted at the access site. The patient received blood products and pressure dressing was applied. Bleeding was also noted from the chest tubes. Suspected blood in abdomen. Care was withdrawn. Patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).